Event description:
It was reported that during a returned order service test, the front case, rear case were damaged, software version was outdated and error code had occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Fluid ingression was observed on the downstream occlusion sensor. Review of the event history log showed an occurrence of error code 1871. The investigation found that the motor was locked and was causing the pump to exhibit error code 1871. The motor along and housing assembly were replaced. The latest software version was also installed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review the device had not been in for service in the past twelve months and there was no indication the complaint was related to a previous service of the device.